Event description:
The hcp reported the pt had been experiencing increased pain. The estimated reservoir volume was reported to be 2.5cc and the actual reservoir volume 9.0cc. The hcp was able to refill the pump with the entire 10cc. The pt hcp reported the pocket was free of seroma and the pump septum was easily palpable.